Event description:
Catheter lab called and claimed that the defibrillator did not discharge on sync mode when pt went to vfib. Brought the product with all accessories to the shop. Verified operation ok, charge and discharge with no problem from 10 to 360 joules thru paddles and also thru defib cable. Also tried to charge and discharge on sync mode thru paddles and defib cables. Ok. Went to cath lab and tried to simulate what happenend with defib analyzer. Found out that the waveform will get smaller when the pt goes into vfib from normal sinus rhythm, then the sync marker will disappear because of the size of waveform and the defib won't discharge until you increase the size and the sync marker comes back. Gave inservice to cath lab staff on how to check the defib cable with the cable tester from co. Should be done at least in the beginning of shift.